Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 295-296 mg/dl. Reportedly, the customer changed multiple infusion sets and cartridges to address the occlusions. A system check was performed, and the pump performed as intended. Customer reverted to an alternate method of insulin therapy.